Manufacturer narrative:
(B)(4). Method code(s): (evaluation method): device work order search. Results code(s): (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusion code(s) conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 26.50 diopter preloaded injector. Prior to implantation, the lens became stuck in the injector. Lens was not implanted and no patient contact reported. Cause of incident is unknown.

Manufacturer narrative:
Device evaluation - the product was returned in device tray. Visual inspection found nosecone damaged, foreign material on/in device (dry clear residue) and lens stuck in cartridge. (B)(4).